Event description:
Patient (user) noticed nothing wrong with the catheters, suffered no injury, but experienced a uti. He reported that he has a history of infections and sepsis. In addition, he has enlarged prostate that interferes with voiding by sometimes blocking the urethral tube. He also said he sometimes has a very full bladder. Patient was prescribed antibiotics and has recovered from the infection.